Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient experienced inadequate pain control in (B)(6). The patient had an office visit on (B)(6). In the past 6-8 months the battery pack/ins would not charge. The patient was considering having the device explanted. No action was taken. The event was related to the device or therapy, but not related to the implant procedure. The outcome was reported as unresolved at time of study exit/death/study closure. Follow up is being performed to obtain clarification on this. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the inability to charge was unknown, and there was no further information about the issue in the electronic medical record. The patient was exited on (B)(6)2017 due to site closure. It was noted that the patient's baseline weight was (B)(6) pounds.